Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl, lump/nodule, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side ¿alcl diagnosed via us and biopsy." Swelling, seroma, pain, "abnormal" device appearance, "chronic inflammatory cells," nodules, and stress were also reported. Due to stress, patient experienced ¿alterations in bowel movements,¿ weight loss, and ¿non drenching sweats.¿ pathological markers included ¿atypical cd30+ t cell population¿ and ¿alk stain performed is negative.¿ the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, crease fold, weight to the specification, and brown/red particles. Cloudiness and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The reason for reoperation was lymphoma alcl.

Event description:
Healthcare professional reported right side ¿alcl diagnosed via us and biopsy." Swelling, seroma, pain, "abnormal" device appearance, "chronic inflammatory cells," nodules, and stress were also reported. Due to stress, patient experienced ¿alterations in bowel movements,¿ weight loss, and ¿non drenching sweats.¿ pathological markers included ¿atypical cd30+ t cell population¿ and ¿alk stain performed is negative.¿ the device has been explanted.